Manufacturer narrative:
(B)(4) clinical review of the medical records reveal the physician documented the patient had a history of non-compliance with peritoneal dialysis. The inadvertent ripping of the solution bad and subsequent peritonitis was reported in another submission. The patient was re-trained and informed on the importance of calling the clinic when leaks occur. There was no documentation in the medical records that indicate a causal relationship between the liberty cycler and the fluid overload.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported, a (B)(6) female patient with end stage renal disease (esrd) on peritoneal dialysis therapy was admitted to the hospital on (B)(6) 2016. The following is from the medical records provided by the patient's treatment facility. The patient presented to the emergency room with sudden onset of diffuse abdominal pain and one episode of nausea and vomiting. The patient was febrile at 101, admitted and started on antibiotics. The peritoneal effluent culture came back no growth with leukocytosis, however it was thought to be a fungal infection. Several days before the patient had called the clinic to report having issues breaking the cones in her delflex solution bag and had ripped the bag and found solution leaking after treatment. The patient was also found to have fluid overload with edema and treated with an adjustment to her peritoneal dialysis prescription for better ultrafiltration. The patient was discharged on (B)(6) 2016.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The complaint could not be confirmed.